Event description:
Manufacturer rec'd a report of a patient found dead with her head between the bottom of a side rail and the bed mattress. No one witnessed the incident and the patient had been left unattended. No malfunction of the equipment has been identified.